Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 504 mg/dl. The blood glucose was 133 mg/dl and customer stated that, he had trouble with the sensor and infusion set. Customer stated that, they pulled it out to stop the blood flow. The stated that, he had an issue with about 5 infusion sets yesterday and his blood glucose was around 275 mg/dl to 300 mg/dl and then it spiked up to 504 mg/dl. Customer declined troubleshooting for blood at site and high blood glucose and treated with manual injection. Customer stated that, he got insulin flow blocked when he was trying to deliver a bolus or his basal was trying to deliver. Customer reported that, the alarm did not occur during fill tubing and was resolved by infusion change. The device will not be returned for analysis.